Event description:
The customer reported that the probe leaked fluid and the dilution cup overflowed on the ortho provue analyzer. All testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer reported that they were confident the incident was isolated and related to the waste tubing not being properly connected. This may have resulted in the leakage. The proper connection to the waste bottle has returned the analyzer to expected operation. No repairs were required. The customer has not logged any similar complaints against this instrument since this incident. (B)(4).